Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow up medwatch will be submitted

Manufacturer narrative:
(B)(4). The exact date that the malfunction occurred is unknown; however, it is known to have occurred in (B)(6). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Only the samples empty pouch was returned; therefore, an evaluation could not be performed. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a clearlink extension set experienced a no flow, ¿fluid would not pass through¿. This malfunction occurred during priming. There was no patient involvement. No additional information is available.